Manufacturer narrative:
PICC catheter broke during use, broken catheter easily removed from pt. No injury. Notified of event by medwatch. Microscopic (visual) exam of broken catheter. Exam revealed material stretching and fatigue near break point. Stretching of material indicates catheter was not properly secured and protected. User error.

Event description:
Neonatal pt. PICC catheter broke during use (peripherally inserted central catheter).